Event description:
The customer's father reported via phone call that he experienced low and high blood glucose levels. His father unhooked him and delivered a bolus of 4.0 units in the air. The bolus was recorded in the bolus history but nothing came out of the end of the quick release. The customer woke up at night with a blood glucose of 68 mg/dl. He treated but woke up in the morning with a blood glucose level of 310 mg/dl. The customer's father was adjusting his settings. Looking at the customer's meter, he also experienced an unexplained low blood glucose of 48 mg/dl. He did not have high blood glucose symptoms. The customer treated his high blood glucose with the insulin pump and injections. He was not disconnected during the rewind and prime sequence. Troubleshooting was declined. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.